Event description:
The customer reported oil mist coming from the unit. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the customer facility. The fse replaced the oil mist filter. This issue is being addressed with a customer letter, related to correction & removal.